Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump beeped despite the volume being set to vibrate for the continuous glucose monitor alerts. The customer's blood glucose level was 74 mg/dl. The customer declined further troubleshooting with tandem technical support.